Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified test strips expire 10/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns:168,173,174mg/dl - customers main concern are all results higher then her expected range of 80-120mg/dl. Customer ran a blood test with me 120 mg/dl but minutes before this result she had performed a test and results were 133mg/dl.